Event description:
The biomedical engineer reported that 10-15 telemetry transmitters monitored at the central nurse's station (cns) and the remote network station (rns) were experiencing intermittent signal loss. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that 10-15 telemetry transmitters monitored at the central nurse's station (cns) and the remote network station (rns) were experiencing intermittent signal loss. No patient harm was reported. Investigation summary: during troubleshooting with the customer, nihon kohden technical support (nk ts) had the customer remove the batteries from the devices that were not being used to resolve an inter modulation issue that was affecting the signals. Once this was done, the issue of signal loss was resolved. The cause of the issue is related to use error and workflow. There is no evidence of an nk device malfunction. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Attempt #1 10/26/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 11/04/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details, but did not provide the requested information. Additional device information: d10: concomitant medical device: the following devices were used in conjunction with the cns, but model and serial number information was listed as no information (ni), as attempts to obtain information were made but not provided. Multiple patient receiver model: org-9110a sn: (B)(6). Multiple patient receiver model: org-9110a sn: (B)(6). Multiple patient receiver model: org-9110a sn: (B)(6). Multiple patient receiver model: org-9110a sn: (B)(6). Telemetry transmitter(s) model: ni sn: ni.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Multiple patient receiver model: org-9110a, sn: (B)(4). Multiple patient receiver: model: org-9110a, sn: (B)(4). Multiple patient receiver: model: org-9110a, sn: (B)(4). Multiple patient receiver: model: org-9110a, sn: (B)(4). Telemetry transmitter(s) model: ni, sn: ni.

Event description:
The biomedical engineer reported that 10-15 rooms being monitored on the central nurse's station (cns) and the secondary monitoring device, the remote network station (rns). The patients on telemetry transmitters are going in and out of signal loss. They noticed a dim antenna and swapped it out, but it seems to have made the situation worse. Issue began 10/21 then stopped, and it began again shortly before his call. No patient harm was reported.